Manufacturer narrative:
Concomitant medical products: 6935m62 lead, implanted: (B)(6) 2015, 5086mri45 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic stimulation from the left ventricular (lv) lead. The lv lead pacing configuration was reprogrammed, and the lead remains in use. No further patient complications have been reported as a result of this event.